Event description:
A silicone lens model aq2003v had a broken haptic upon receipt. The lens was not implanted and there was no patient contact. The date of the event is unknown. The model and lot numbers of the injector and cartridge are unknown.